Event description:
An article was received for review on (B)(6) 2012. Review of the article revealed that one of the patients put weight back on when the battery of the vns failed and suffered worsened seizure control at the same time. When the battery was replaced they began to lose weight again and regained better seizure control. No further information was provided in the article as to details regarding the failed vns battery. Good faith attempts for additional information are underway.